Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold measurements. Boston scientific technical services (ts) discussed that this might be an indicative of lead dislodgement. Thus, suggested to evaluate the lead. The lead remains in service. No adverse patient effects reported.